Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that when the pump warned about the end of the insulin cartridge she did not change it until later. Caller stated she experienced elevated blood glucose levels and although she bolused for treatment was admitted to the hospital; was disconnected from the pump and received unspecified alternate therapy. Caller reported hospital medical team alleged pump was not working properly. Requested return of the alleged device for evaluation.